Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that in the space of a year the device had a sudden battery drop in longevity from 3.5 years to 6 months. It was noted that there was no changes in thresholds or outputs to account for the battery drop. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.